Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose was not impacted. After the alarm, the customer would either resume insulin delivery or change out the supplies on the pump. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.